Manufacturer narrative:
All buttons functioned properly. However, moisture damage on keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. Insulin pump received with cracked battery tube threads.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 105 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.